Event description:
The customer reported unexplained high blood glucose values. The customer's most recent blood glucose value was 194 mg/dl. But it was reported to have been in the 300s mg/dl. The customer reported reverting to manual injections to treat the high blood glucose values. The customer stated they would call the helpline back to complete troubleshooting, but stated it was most likely kinked tubing that caused the high blood glucose levels. The customer was advised to change the infusion set, reservoir, and insulin and to treat according to the health care professional's instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).